Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the past for high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer reported experiencing high blood glucose for three months previously. The customer did not report any significant events leading to the hospitalization. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer reported being admitted into the intensive care unit. The customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.